Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient experienced an infection at the electrode site and the patient's lead and generator have been explanted. The physician does not know the cause of the infection and the hospital is investigating the possible cause. Device history records were reviewed for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.